Event description:
Home monitoring reported vf detected episodes with aborted shocks due to noise. Advised to evaluate lead further. Lead currently remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.